Event description:
Customer states: during use, smells something burning. No pt harm.

Manufacturer narrative:
Unit has returned pending investigation. The warmtouch 5200 and 5300 pt warmer have been discontinued and are being replaced with a new designed warmtouch pt warmer. Active customers have been notified of the availability of the new 5300a model which addresses the potential failure mode.